Event description:
It was reported that the ligaclip shot off to the side, rather than through the gun. There was no pt consequence.

Manufacturer narrative:
Instruments a and b were returned with the jaws over twisted. The instruments were cycled and ejected, the remaining clips due to the condition of the jaws. The instruments locked out as intended. A corrective and preventive action has been initiated to address the root cause of the findings. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.